Event description:
The customer contacted abbott reporting they were unable to calibrate the axsym rubella igg assay and observed error code 1048 (calibration check, calibrator a/b ratio too large). The customer stated this issue happened previously but was able to obtain a successful calibration. The customer was sent a new lot of rubella standard calibrators. When the customer attempted calibration with the new lot of calibrators, the customer obtained the same error. The customer was sent another lot of calibrators and was able to achieve successful calibration. The abbott customer technical advocate requested the customer return the suspect lots for investigation purposes. There was no impact to pt management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.